Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that all conductors had blood/body fluid (not obstructed). (B)(4) the proximal segment was returned, analyzed, and no anomalies were found. It was noted that the outer insulation had a white substance and the outer insulation had a cosmetic depression.

Event description:
It was reported that the right ventricular lead had high and fluctuating impedance, was oversensing, caused inappropriate therapy and was fractured. It was removed and replaced. It was further reported that at implant attempt, the left ventricular lead would not stay in desired position, so it was removed and replaced. No further patient complications have been reported as a result of this event.